Event description:
The hosp reported that the distal tip of a kronner manipujector (1" to 3" piece) broke off during a procedure. The broken piece was manually (fingers or forceps) removed immediately. There was no pt injury.